Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump, with no backup therapy currently available. The caller intended to contact a healthcare provider for further guidance.